Event description:
It was reported that, during a routine follow up appointment, this inflatable penile prosthesis (ipp) was not functioning properly. Troubleshooting was attempted to no avail. A surgical procedure has not been scheduled to address the experience. There were no patient complications.

Event description:
It was reported that during a routine follow up appointment the inflatable penile prosthesis (ipp) was not functioning properly. Troubleshooting was attempted to no avail. Approximately a month later, a surgical procedure was performed to address the experience. During the surgery the existing pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
The lot number, manufacture date, expiration date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt this device at our quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested and no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported allegations. According to the device instructions for use (IFU), confirmed that the event of non-functioning device (device normal) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the analysis results, conclusion code of no problem detected was assigned. This conclusion was selected because the reason for mechanical issue could not be substantiated during functional testing and no other fault conditions were identified. It can be concluded that the product operates as intended with no issues. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that during a routine follow up appointment the inflatable penile prosthesis (ipp) was not functioning properly. Troubleshooting was attempted to no avail. Approximately a month later, a surgical procedure was performed to address the experience. During the surgery the existing pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.